Event description:
Additional information received reported that the drug was used to infuse morphine (0.5mg/ml at 0.05mg/day).

Event description:
It was reported that the clinician programmer ¿crashed¿ in the middle of a pump update following a new pump implant. They saw the broken programmer symbol on the screen. The reporter did not make note of any specific error code. He re-interrogated the pump and it said ¿stop pump, pump shut off for 7 minutes.¿ the reporter was to enter all settings again, and update the pump. The issue was resolved as the reporter was able to program the pump normally that day. No symptoms or pump medications were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).